Event description:
Subsequent to the initially filed report, the following information was received: the gripper may have been caught on the tip of the anterior leaflet, causing the gripper to become bent. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed and without the device to analyze, a cause for the reported difficult gripper actuation and the bent grippers could not be determined. The reported difficult to remove from the anatomy was likely due to procedural conditions as it was noted that the gripper possibly got caught on the tip of the anterior leaflet. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted, but once the clip reached the left atrium (la), it was observed that one of the grippers was not completely lowering. Troubleshooting was performed, but the issues continued to occur. It was then observed on echo that one of the grippers was bent. Therefore, the clip was removed and replaced. One clip was then successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.